Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Reportedly, the customer had food poisoning which caused the customers blood glucose level to elevate, and diabetic ketoacidosis. Customer was released from the hospital on (B)(6), 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.